Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
In a follow up, the surgeon commented that she was not sure about the cause of the mark on the lens. The patient is doing well, even though the mark remains near the center of the implanted iol. The surgeon has not encountered any more similar events and verifies that it was most likely something associated with the cartridge.

Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure the lens was marked coming out of the cartridge during implantation. The surgeon attempted to get the mark off of the lens but did not want to manipulate it too much. There was no reported harm to the patient. Additional information was requested.